Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though diagnostic laboratory results were not provided, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and nausea. The outpatient clinic did not receive the patient¿s hospital discharge summary as diagnostic laboratory results and full details of the patient¿s treatment course remain unknown. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter (not a fresenius product) was removed due to the nature of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous antibiotics (unknown type, dosage and frequency) to address the infection while hospitalized. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection and replacement of her pd catheter.